Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "no speaker when in alarm" was reproduced and confirmed during evaluation as the pump having intermittent audio. The cause was found to be caused by a connector, which was found not fully secured. The back flex was secured properly with the audio functioning as expected. Additional information: not audible alarm, connection issue.

Event description:
It was reported that a spectrum pump had "no speaker when in alarm." It was also reported there was no patient involvement.